Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer with failed controller. The field service engineer replaced the fh drawer 3 with an enhanced fh due to the drawer controller being failed. New drawer installed and reassigned in cfnapp. The fse stated that the customer was able to get medication form the pharmacy and another station during the failure. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the drawer 3, full height drawer will not recover. The customer tried to reboot but the issue stayed persistent saying need maintenance. There were no adverse events or injuries reported based on this event.